Event description:
It was reported that a patient¿s lead migrated. It was stated that a revision would be done pending scheduling. It was reported that x-rays were taken. It was reported that the patient experienced pain in the low back as a result of the event. It was reported that the patient was alive with no injury. Additional information received reported that the cause of the lead migration was unknown. It was noted that the patient reported that she violated her movement restrictions several times post implant. It was reported that the patient opted not to have revision done at this time. It was reported that the patient was reprogrammed, and the patient subsequently reported that the reprogramming yielded a ¿significant amount of success¿. It was reported the patient was satisfied with her therapy at this point, and that nothing would be ¿exploited¿ or returned. It was stated that there was no plan for future intervention.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial# (B)(4), implanted: (B)(6) 2014, product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 97791, explanted: (B)(6) 2014, product type: accessory. Product ID 97791, explanted: (B)(6) 2014, product type: accessory. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID 97740, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4). Analysis determined the body of the outer insulation of the lead ((B)(4)) was cut, and analysis determined the other returned lead (serial number (B)(4)) had no anomaly. Correction: product code was updated from gzb to lgw.

Event description:
Additional information received reported that the leads were replaced on (B)(6) 2014. The old leads were not able to cover the pain. It was noted that the electrode impedances were normal (within normal limits). The leads were replaced and the patient was getting excellent coverage. It was also noted that the patient was doing well at the time in post-operation when programmed post revision.